Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pace impedance measurement lower than 200 ohms and a drop in r wave signals, additionally noise seen in arrythmia logbook. Technical services (ts) discussed it appears to be insulation degradation and recommended considering rv lead revision. Furthermore, a review of stored ventricular episode revealed mirrored noise on rv lead and right atrial (ra) leads, ts noted it is possible lead on lead abrasion and recommended that if a procedure is performed, a thorough inspection of the ra lead is suggested. This rv lead remains in service. No adverse patient effects were reported. Additional information was received this right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pace impedance measurement lower than 200 ohms and a drop in r wave signals, additionally noise seen in arrythmia logbook. Technical services (ts) discussed it appears to be insulation degradation and recommended considering rv lead revision. Furthermore, a review of stored ventricular episode revealed mirrored noise on rv lead and right atrial (ra) leads, ts noted it is possible lead on lead abrasion and recommended that if a procedure is performed, a thorough inspection of the ra lead is suggested. This rv lead remains in service. No adverse patient effects were reported.